Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose (bg) was in the 500 mg/dl range, with ketones (level 3.3). Reportedly, the customer required assistance administering a manual injection to address bg levels. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed.